Event description:
During a nephrostomy procedure, the wire guide tip separated and remained within the pt. The physician was unable to locate the tip, which is approximately 2cm in length. Family of the pt was made aware of this event. At this time, the pt's condition is good.